Event description:
I provided 2 sos (0) catheter. Dr. Said the 1st sos (o) tip dislodged. You will notice that a part of the black tip completely dislodged. The 2nd sos (o) he used: as he reinserted the wire, the wire went through the tip. You will notice this on the on that the tip is barely attached. The dr is concerned if it is a technique issue or catheter problem.